Manufacturer narrative:
This is a component failure, and the problem identified is a leaking stopcock. Further investigation is ongoing. Stopcock may leak.

Event description:
An increasing number of customer complaints and service reports regarding leaking stopcocks (part number 992640) used on the dakoautostainer link 48 ((B)(4)), autostainer plus link (as100) and on dakoautostainer plus ((B)(4)) has been noted. An investigation into the problem has shown that the problem is isolated to specific deliveries of supplied stopcocks. During the investigation dako has become aware that a percentage of these stopcocks can result in buffer leaking onto the slide. Should leaking occur, the problem is isolated to row three of the slide rack and may affect one or more slides in the single affected now. Dako is still investigating the malfunction. There is no indication of compromised staining to date.